Manufacturer narrative:
The technician found the head end hex rod was missing. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007, 2008 and 2010. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the head end hex rod to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in the basement of the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).